Event description:
It was reported by service report that the customer has alleged that the side rail could not remain latched due to the bolts on the side rail latch assembly becoming loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The information that has been provided by the customer has indicated that this is a mechanical problem.